Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the pt experienced headaches while the stimulation was turned on. He was at home in good condition. It was later reported that while the stimulation was turned on he experienced a shocking/jolting sensation. He had pain for about 45 seconds along with the headaches off and on with his device. The pt believed the topamax he had been administering brought on the seizures. He was to titrate from 25mg to 100mg over the course of 3-4 weeks, but began having seizures week 2, so he stopped the medication. He had been reprogrammed several times, but wanted a new doctor to try. If that failed he wanted the system explanted.